Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 62274ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 62274ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. The customer stated that 1 patient had multiple samples tested on (B)(6) 2024 and provided the following data: sample ID (B)(6) initial result was 85.4 ng/l and repeat result was < 1.6 ng/l. Sample ID (B)(6) initial result was < 1.6 ng/l and repeat result was < 1.6 ng/l. For the same patient, the plasma sample with sample ID (B)(6) generated results of 30.5, 24.9, 40.7, 33.9, 65.1, & 51.5 ng/l. The serum sample with sample ID (B)(6) generated results of 11.5 & 10.6 ng/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. The customer stated that 1 patient had multiple samples tested on (B)(6) 2024 and provided the following data: sample ID (B)(6) initial result was 85.4 ng/l and repeat result was < 1.6 ng/l sample ID (B)(6) initial result was < 1.6 ng/l and repeat result was < 1.6 ng/l for the same patient, the plasma sample with sample ID (B)(6) generated results of 30.5, 24.9, 40.7, 33.9, 65.1, & 51.5 ng/l. The serum sample with sample ID (B)(6) generated results of 11.5 & 10.6 ng/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) this report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number similar us ln 04z21. A follow-up report will be submitted when the evaluation is complete.